Manufacturer narrative:
Evaluation summary: a female patient reported the dosage display window of her humapen ergo ii device was cracked. The patient experienced high blood glucose. The device was not returned for investigation (batch (B)(4), manufactured august 2006). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient used her ergo ii device for 9 years. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years, after first use. There is evidence of improper use. The patient used the device beyond its approved use life.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient. Medical history included high blood pressure, coronary heart disease and arrhythmia. Concomitant medications included acarbose and metformin; both for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin mix 70/30) from a cartridge via a reusable pen (humapen ergo 2) 12 in the morning and 19 at evening (units were not provided) subcutaneously for the treatment of diabetes mellitus; beginning sometime in 2006. In 2015, it was noticed that the humapen ergo ii had a failure since the dosage display window was gray and the logo was cracked. On an unknown date, she experienced blood glucose high so she administered metformin. On (B)(6) 2016, she was hospitalized due to her high blood glucose, her fasting blood glucose was 14.43 (no units or reference ranges provided) and her postprandial blood glucose was 22 (no units or reference ranges provided) ((B)(4) lot 0608d04). Date of discharge and laboratory findings were not provided. On an unspecified date, her dosage was increased by her physician to 20-22 in the morning and 18-20 in the evenings (units were not provided) and added acarbose. Since an unspecified date, after administering human insulin isophane suspension 70%/human insulin 30%, her hearing was poor. Corrective treatment and outcome of the events were not reported. Human insulin isophane suspension 70%/human insulin 30% was continued. The patient was the operator of the humapen ergo ii and her training status was not provided. The general and reported humapen ergo ii duration of use was nine years. The device was not returned. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/human insulin 30% and did not provide a relatedness assessment for the humapen ergo ii. Update 13-may-2015: additional information received from the initial reporter via a psp on 06-may-2016. Route of administration of concomitant medications was added. Updated narrative with new information. Upon internal review of information received on 06-may-2016, ethnicity was added in narrative as previously reported, one laboratory data of blood glucose was modified to be considered fasting blood glucose as previously reported in narrative and concomitant device was considered suspect. Narrative was modified accordingly. Edit 16may2016. Case was opened to enter medwatch device fields for device mailing. No new information. Edit 15-jun-2016: pc number was received from the affiliate on 13-may-2016 but it was already processed. Update 17jun2016: additional information received on 17jun2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements fields; and updated the narrative.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is compeleted.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) asian female patient. Medical history included high blood pressure, coronary heart disease and arrhythmia. Concomitant medications included acarbose and metformin; both for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin mix 70/30) from a cartridge via a reusable pen (humapen ergo 2) 12 in the morning and 19 at evening (units were not provided) subcutaneously for the treatment of diabetes mellitus; beginning sometime in 2006. In 2015, it was noticed that the humapen ergo ii had a failure since the dosage display window was gray and the logo was cracked. On an unknown date, she experienced blood glucose high so she administered metformin. On (B)(6) 2016, she was hospitalized due to her high blood glucose, her fasting blood glucose was 14.43 (no units or reference ranges provided) and her postprandial blood glucose was 22 (no units or reference ranges provided) (pc 3656190 lot 0608d04). Date of discharge and laboratory findings were not provided. On an unspecified date, her dosage was increased by her physician to 20-22 in the morning and 18-20 in the evenings (units were not provided) and added acarbose. Since an unspecified date, after administering human insulin isophane suspension 70%/human insulin 30%, her hearing was poor. Corrective treatment and outcome of the events were not reported. Human insulin isophane suspension 70%/human insulin 30% was continued. The patient was the operator of the humapen ergo ii and her training status was not provided. The general and reported humapen ergo ii duration of use was nine years. If humapen was returned, evaluation would be performed to determine if a malfunction had occurred. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/human insulin 30% and did not provide a relatedness assessment for the humapen ergo ii. Update 13-may-2015: additional information received from the initial reporter via a psp on 06-may-2016. Route of administration of concomitant medications was added. Updated narrative with new information. Upon internal review of information received on 06-may-2016, ethnicity was added in narrative as previously reported, one laboratory data of blood glucose was modified to be considered fasting blood glucose as previously reported in narrative and concomitant device was considered suspect. Narrative was modified accordingly. Edit 16may2016. Case was opened to enter medwatch device fields for device mailing. No new information.